Event description:
A caller reported experiencing a tandem mobi cartridge alarm at 6:18 pm, identified as cartridge alarm 30. The customer's blood glucose level was recorded as "high" on continuous glucose monitoring readings, surpassing 500 mg/dl. To address the high blood glucose, the customer administered a correction injection via multiple daily injections. Technical support confirmed the alarm and advised on corrective actions, assisting in replacing the cartridge and ensuring proper loading. Although the initial attempt with the original cartridge was unsuccessful, a new cartridge was successfully loaded, and insulin therapy was resumed, resolving the issue.